Event description:
It was reported that the patient had inappropriate shocks due to atrial fibrillation. There were no additional adverse patient effects. The system remains implanted but the doctor is thinking of replacing it with a transvenous system.